Event description:
The following has been reported: operating foil defective reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. Upper case was replaced and sent back to brézins for further investigation. Once in brézins, a visual inspection founded stains around the keyboard. Then, cross-test with an agilia vp could not reproduced the reported event. The keyboard was functional. Therefore, this complaint is considered as not valid, as there is no issue. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.